Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a damaged temperature cable . However, this cannot be confirmed. They tried both the bladder probe and all they got were dashes. The temperature cable was in temperature port 1. The temperature would not display in temp port 2 also. The mss asked the nurse to disconnect and reconnect the cable to temperature port 1 and no temperature was displayed. The mss advised that the temperature cable was broken and recommended to find another temperature cable. The nurse was not sure if they had another temperature cable or arctic sun device. The mss suggested the nurse to borrow a temperature cable from a sister facility. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unknown temperature cable) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was attempting to initiate hypothermia on the arctic sun device and the temperature would not display. They tried both the bladder probe and all they got were dashes. The temperature cable was in temperature port 1. The temperature would not display in temp port 2 also. The mss asked the nurse to disconnect and reconnect the cable to temperature port 1 and no temperature was displayed. The mss advised that the temperature cable was broken and recommended to find another temperature cable. The nurse was not sure if they had another temperature cable or arctic sun device. The mss suggested the nurse to borrow a temperature cable from a sister facility.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was attempting to initiate hypothermia on the arctic sun device and the temperature would not display. They tried both the bladder probe and all they got were dashes. The temperature cable was in temperature port 1. The temperature would not display in temp port 2 also. The mss asked the nurse to disconnect and reconnect the cable to temperature port 1 and no temperature was displayed. The ms and s advised that the temperature cable was broken and recommended to find another temperature cable. The nurse was not sure if they had another temperature cable or arctic sun device. The ms and s suggested the nurse to borrow a temperature cable from a sister facility.